Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 406 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The device was returned for analysis.